Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01160. It was reported that a rotawire fracture and vessel perforation occurred. The target lesion was located in a calcified and curvy coronary artery. A 1.25mm rotalink¿ plus and rotawire were used and advanced to treat the target lesion. During the procedure, it was noted that the burr ¿destroyed¿ the rotawire and pierced out the vessel. A stent was used to push the broken rotawire to the vessel wall. No further patient complications were reported and the patient's condition was good.